Event description:
The health care professional notes that there is no interlocking alarm message in the room 13. In fact, when an alarm sounds, there is no automatic display of the alarm message. It is only displayed in manual mode. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The health care professional notes that there is no interlocking alarm message in the room 13. In fact, when an alarm sounds, there is no automatic display of the alarm message. It is only displayed in manual mode. The device was in use on a patient. There was no report of patient or user harm. The field service engineer (fse) identified that the pic ix central station sounded well, but the bed to bed overview on the monitor did not report the alarm of the other monitors in the sector. The cause of the event is unknown; however, the remote service engineer (rse) remotely logged into the customer system and restarted the central unit to resolve the issue. The device remains at the customer's facility.